Event description:
Surgical stapler misfired. Staples not formed, but knife did cut during a laparoscopic total abdominal colectomy with ileorectal anastomosis. Surgeon had to do the anastomosis a second time, new stapler used and worked w/o issue (same brand). Pt d/c w/o complications (B)(6) 2011.